Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, there was a poor connection from an unspecified location during use of a homechoice cassette which resulted in leak, which is known to cause this alarm. The cause of the poor connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified cycle of peritoneal dialysis therapy. During troubleshooting, there was a poor connection from an unspecified location during use of a homechoice cassette which resulted in leak that led to this alarm. Renal therapy service assisted with ending the therapy session. The patient would complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.